Event description:
A zoll territory manager contacted zoll customer support during the fitting a 77 year old male pt to report an inability to baseline the pt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (inability to baseline) has been confirmed. Upon evaluation the j703 (distribution node to front therapy electrode connector) was contaminated with rtv. The cause for the adjust belt messages was the contaminated connector. The root cause for the contaminated connector cannot be positively determined but is likely an assembly error. No adverse event resulted from the contaminated connectors. The pt received a replacement electrode belt.